Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a follow-up, an increase in threshold and decrease in sensing were observed. X-ray was inconclusive. However, the physician decided to reposition the lead due to inappropriate measurements.